Event description:
It was reported that an unknown staff member received a shock when a wet battery was removed from the charger, which was sitting on a wet, metal table. There was no pt involvement or any surgical procedure. No medical treatment or intervention was required as a result of this event.

Manufacturer narrative:
The battery was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.